Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. Maintaining systolic blood pressure (sbp) was an issue but was achieved with medicine. When the physician went in to balloon the left anterior descending (lad) artery, the patient went flat on the impella. Perforation was noted in the lad. After the stents were able to be placed, pressures increased and pulsatility came back. The impella was left in overnight since the patient wasn¿t tolerating the wean. The peel away sheath was removed; however, broke apart without peeling away. Once repo sheath was in place, groin was bleeding. Anesthesia started the patient on dobutamine. Sbp improved and the impella was removed. Hemostasis was achieved.